Event description:
A pt was smoking while using an oxygen concentrator. Reportedly the concentrator subsequently caught on fire and the pt expired. Preliminary investigation by an independent source has shown that the fire was external to the unit. There has been no reported malfunction of the device. The device has been scrapped and is unable to be returned to the MFR for investigation. Labeling for the device states "do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."